Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had been hospitalized for high blood glucose levels. It was reported that the customer went through multiple sets because the cannula kept bending. It was reported that part of the customer's sensor had been broken off. The customer declined to troubleshoot. It was reported that the customer was advised to monitor the device.